Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on 10/23/2013. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her eye was clouded and the vision was poor. She also reported she has had add'l medical procedures performed. Add'l info was received from the surgeon who reported that approx two months following the original implant procedure, a repeat limbal relaxing incision procedure was performed. The surgeon also reported that posterior capsule opacification was observed and a yag laser procedure was performed. Approx four months following the original implant procedure, a refractive enhancement procedure was performed. In the opinion of the surgeon, the lens did not cause or contribute to the event, the surgery was uneventful and the event continues for an unk reason.